Event description:
It was reported that the patient underwent a lead revision procedure on their implantable neurostimulator (ins) system on (B)(6) 2015 to better target their pain. X-rays and reprogramming were performed as part of the diagnostics and troubleshooting for the issue. During the revision, the physician retained both leads and moved them down one vertebral body level. No device malfunctions were seen intra-operatively. The patient had good coverage for the painful areas intra-operatively and they were reported as receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a revision on (B)(6) 2015 where they changed the ¿location of the electrodes.¿ the reason for the revision was that the patient was not getting enough stimulation in the areas where she needed coverage. It was noted that the patient was implanted for pain in her back that ran through her hip. After implant, 90% of the patient¿s pain went away, but some hip pain was still there. Then, they found out that the cartilage in the patient¿s hip was torn, and the patient had it repaired a few weeks prior to (B)(6) 2016. Since implant and after the revision, the patient continued to have minor aches and pains; the patient was having muscle pain and tendinitis in her right leg, but not in her left leg. It was also reported that the patient¿s stimulation was purposely higher in the right leg than in the left leg because her nerve pain was worse in the right leg. The patient wondered whether stimulation could contribute to the tendinitis and pain in her right leg. It was noted that the pain and tendinitis in the patient¿s right leg was gradual. The patient started noticing it more because she stopped taking her pain medications after the back surgery and that pain was previously covered by the pain medications. The patient initially reported that she did not know when she first noticed the pain and tendinitis in the right leg; however, the patient later reported that the pain and tendinitis in the right leg had been there since device implant in (B)(6) 2015. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, and steps taken to resolve the reported issues. Additional information was received from the healthcare professional for clarification regarding the patient¿s nerve/muscle pain in the right leg; it was reported that there was no device issue, patient/therapy issue, procedure issue, etc. Actions/interventions taken to resolve the patient¿s muscle/nerve pain in the right leg included successful reprogramming performed on (B)(6) 2016. The cause of the muscle/nerve pain in the right leg was not determined, and the pain in the right leg was resolved. If additional information is received, a follow up report will be sent. The patient¿s indications for use included non-malignant pain.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).